Event description:
It was reported that a catheter extension set leaked when the user flushed the device with a 5 ml syringe. It was noted that the leak was coming from a crack in the clearlink connector. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the device was not received and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.